Event description:
According to the reporter, during the jejunojejunostomy laparoscopic procedure, the needle disengaged from the jaws of the device and fell into the patient cavity. The needle was retrieved. No patient injury noted. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device was loaded with a needle with wrong orientation. Needle could not be unloaded. No functional or visual abnormalities were observed for needle.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture.replication of the improper loaded needle may occur if either the dlu or the suturing device is held with the printed information facing down when the needle is loaded in the device. In this situation, marks will occur on the opposite side the loading slots of the needle or the needle may not be removable as it becomes lodged between the jaw and gap of the blade.the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.